Manufacturer narrative:
It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the root cause is attributed to component failure but a definitive cause can not be determined. Reasonably known information suggests probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope leaking in biopsy channel due to tear. There were no reports of patient involvement.